Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's recharge interval was taking longer is unknown. The patient has been re-educated on the best practices for recharging, but it did not resolve the recharge interval. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative via a patient regarding an implantable neurostimulator (ins). It was reported that the patient experienced significant charging times even with good connectivity. Charging times also increased in quantity- the patient used to be able to go 2.5 weeks and now was charging every 5 days or so. Charging time was reported to be over 5 hours. The patient had good therapy/pain relief. An impedance check came back with normal results. There were no contributing factors to the issue and surgical intervention wasn't planned/scheduled. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient was complaining that her recharger was taking 12 hours to recharge her implantable neurostimulator (ins) from a ? Of a battery and she has all bars. The patient charges all the way up until it only lasts a couple days. According to the patient, it use to last a week and a half without charging. It takes all day (12 hours) to charge the ins and she has all coupling bars. The ins will be 1/4 full when she starts the charge. The patient was referred to their healthcare professional (hcp) to check the device. There were no further complications or anticipations reported with this event. (B)(4).